Event description:
It was reported that pump experienced repeated malfunction alarms on june 29, 2026 and june 30, 2026, with no notable events occurring prior to the malfunctions. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.